Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2017-08998. It was reported that an error message displayed during aspiration. Two spiroflex® angiojet® thrombectomy sets and an angiojet® ultra system console were selected for a thombectomy procedure in the left anterior descending (lad) artery. The first spiroflex device was primed and introduced into the patient. Aspiration was initiated for five seconds; however the catheter stalled and a check saline error displayed. Multiple attempts were made to re-prime the device; however it kept getting an error. The device was removed from the patient. A second spiroflex device was selected but was not able to be completely primed for the 15 seconds and displayed a check saline supply error message. The procedure was completed by ballooning and stenting the vessel. The patient's status was stable and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device presented no damage or other irregularities to the hub or device. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle but no leak at the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-08998. It was reported that an error message displayed during aspiration. Two spiroflex angiojet thrombectomy sets and an angiojet ultra system console were selected for a thombectomy procedure in the left anterior descending (lad) artery. The first spiroflex device was primed and introduced into the patient. Aspiration was initiated for five seconds; however the catheter stalled and a check saline error displayed. Multiple attempts were made to re-prime the device; however it kept getting an error. The device was removed from the patient. A second spiroflex device was selected but was not able to be completely primed for the 15 seconds and displayed a check saline supply error message. The procedure was completed by ballooning and stenting the vessel. The patient's status was stable and there were no patient complications.